Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, staples did not form a "b" shape and staple line was incomplete distally.